Event description:
It was reported that the patient fell on (B)(6) 2013, and hit the back of his head over the implant site. There was still swelling on (B)(6) 2013. When the coil was well placed over the stimulator the patient was without any sound.

Manufacturer narrative:
The device has not been explanted. If it should explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.